Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "air leak " issue. The fse performed all leak tests, passed to specifications. There was a note affixed to the iabp stating the end user may have attempted to change the helium tank and did not have the proper tank seal. The fse alluded to improper tank seal may have been the reason for the leak described by the customer. To fix the issue, the fse replaced the label,screw concealment. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet/and meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had an air leak prior to being in use. There was no patient involvement, and there was no adverse event reported.